Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Review of the provided images notes the first image shows the serial number of the bipolar fenestrated graspers (B)(6) and the second image shows the instrument which does not appear to be snapped or show any issues. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical cystectomy procedure, while dissecting the bladder neck the cable of the bipolar fenestrated grasper snapped. As the cable was not completely severed, the surgeon continued using the instrument and used a needle driver to perform the anastomosis. There was no patient injury.